Event description:
Asr revision right side. Asr xl acetabular system. Reason(s) for revision: trauma - right revision was performed due to a stem fracture; not as a direct result of a faulty hip. There is no more info on the trauma.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This medwatch is a duplicate of report 1818910-2008-05034. Depuy considers this medwatch void and closed with this report.